Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 12-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with neurostimulators (inss). It was reported that patient's 2 inss were being replaced, patient had both inss reached end of service (eos). When replacing the ins that is connected to the 39565 paddle lead, impedances were checked intraoperatively and noted that the electrodes 0-7 were out of range, greater than 40,000. The cause was unknown. Patient's stimulation was performed using electrodes 8-15 and avoided electrodes 0-7, which resolved the issue. Hcp had no further information. Patient's weight was asked but unknown. No symptoms were reported and no further complications were reported/anticipated.